Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump takes a few battery changes to before the pump turns on. The customer also stated that the pump alarmed with a motor error during bolus delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind and prime successfully. A displacement test and manual prime were performed and passed. In regards to the pump not turning on after battery changes, the customer confirmed that there was no damage to the pump or the battery cap. No products were returned and a replacement battery cap was shipped to the customer in order to see if that resolves the issue.